Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 338171 competitor implantable cardioverter-defibrillator 2004-(B)(6). (B)(4).

Event description:
It was reported that a right ventricular (rv) lead fracture was suspected. The rv lead was explanted and replaced. No patient compli cations have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.